Manufacturer narrative:
(B)(4).device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a bariatric procedure, the device failed during the third fire. There was no injury or adverse event reported. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of any new information.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) received one device opened by the account without the packaging. Visual analysis noted that the firing rod was at the home position when it was received. Functional evaluation revealed that the light sequence of the returned adapter showed no issues. The unload button on the adapter was depressed numerous times and it was noted that it displayed a sluggish return. A representative reload was inserted onto the adapter. The green light signaling the attachment of a reload illuminated indicating the presence of a reload. The reload was opened/closed, articulated, and rotated without loss of connection. The green light signaling the attachment of a reload continued to blink and the reload could not be fired. If information is provided in the future, a supplemental report will be issued.